Event description:
A customer reported that a pump issued an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Technical support provided tips for preventing future altitude alarms, and the customer was able to resume insulin delivery using the original cartridge without needing to replace it.